Event description:
It was reported that this system with implantable cardioverter defibrillator (ICD) and right atrial (ra) lead had an alert for atrial arrhythmia burden. Presenting electrogram (egm) showed loss of atrial capture and high out-of-range (oor) atrial pacing lead impedance. Available atrial tachycardia response (atr) episodes showed farfield r wave oversensing and oversensing of noise on the atrial channel. This ra lead remains in service and no adverse patient effects were reported. Subsequently, additional information was received that an alert for high oor atrial pacing lead impedance was displayed. As a result, sensitivity was decreased to automatic gain control (agc) 0.5mv (milli-volts) to avoid over sensing. This device remains in service and no adverse patient effects were reported.